Manufacturer narrative:
The product was returned positioned incorrectly in the lens case. The lens was tilted on its edge into the well area of the lens case. The optic was pressed against and between three posts of the lens case. The optic anterior was scraped at a post and the optic edge was torn and split in two separate areas pressed against a post of the lens case. Product history records were reviewed and documentation indicated the product met release criteria. The optic was pressed against and between posts of the lens case, resulting in lens damage. The shape of the lens in this misalignment position in the lens case was most likely interpreted as the reported complaint of lens was wrinkled. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens was wrinkled.